Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was sensing noise. It was further reported that the ICD was inhibiting pacing as the ICD was programmed to pace the patient at 60 bpm, yet a check of the patient's heart rate by an emt noted 48 bpm.